Event description:
After insertion of dialysis catheter and during recovery, the pt started having arrhythmias. Using a trans-esophageal echo, the practitioner found that the wire went through the strut and the stent had sheared off. This stent was placed three days earlier during a fistulagram. The stent was possibly hanging slightly too far in the scc.